Event description:
Unomedical reference number (b)(3). Event occurred in the united states. It was reported that patient faced 3 infusion set cannula kinked event on (B)(6) 2024 after 3 or more hours of insertion. Insertion site was abdomen. Infusion set has been used for 48 hours. Customer regularly rotate site location. The glucose level was high. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Furthermore, customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1906114 - MDR 3003442380-2024-13011 - device 3 of 3.